Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing agent is reporting that during a cataract extraction with intraocular lens implant procedure, the "suction is not working as well as it should". The case was completed using the same system with no impact to the patient.